Event description:
It was reported that during an meniscal repair surgery, after deploy the t1 of the fast-fix, the t2 deploy prematurely. T2 deployed through the meniscus. Both ts were removed by tweezers. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6: the reported device was received for evaluation. A visual inspection of the devices show they were returned in packaging with the batch number of the complaint on the label. Device one is a fast fix 360. The t1 is missing from the suture. The t2 is still in place on the needle with the suture. The actuator is in the pre-t1/post-t2 position. The depth straw is damaged. The needle/overmold assembly is damaged. There is bio debris in the needle. Device two is a fast fix 360. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. Device three is a single use cannulated drill. There are depth laser markings, single use, ce2797 and s&n laser etches but no identifying information. The shaft of the drill is heavily scratched and worn. The drill end is bent and damaged. It appears bio debris is inside the cannulation. A functional evaluation of device one showed the actuator to the end of the needle and will only return to the pre-t1/post-t2 position. Device two cycles as intended. Device three is unable to functionally test due to not being able to identify a control system for it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-2022-00129648-1. D4 and h4: lot number and exp and mfg dates updated.